Event description:
Patient reported obtaining back to back blood glucose results of 104 mg/dl and 405 mg/dl, while using the suspect device. Pt indicated that no action was taken based on these results. No pt injury was reported and no treatment was received. Valid quality control testing was not performed on the device (patient's control solution had expired). Technical support requested the return of the suspect product and replacement product was shipped.